Event description:
(B)(6) reported that one of pts, who is also an employee at her office, experienced an adverse event after injection of radiesse. She was injected with 0.6 cc of radiesse in her oral commissures, nasolabial folds and both malar regions. After the injections, she felt her teeth getting numb and complained of a headache and pain in the injection site. (B)(6) treated her with nitro paste, massaged the injected areas and prescribed valtrex for her. The following day, the pt went to see her dentist. The dentist found no bone loss and prescribed a type of "retainer" on her palate so that the gums can heal. The pt's dentist prescribed chlorhexidine gluconate .12 oral rinse and dexame/lidocaine rinse, and a steroid dose pack. (B)(6) diagnosis is tissue necrosis in the pt's gum lines. On (B)(6) 2013, (B)(6) reported that the pt informed her that she still has "major sensitivity and a gum grafting is likely".

Manufacturer narrative:
The device history records for the reported lot were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.